Manufacturer narrative:
Additional information: g3, h6 correction: d10 d10 concomitant products: sigtrsb60amt, sigtrsb60amt 60mm med thk reinforced rel, (lot# n4k1927y); sigtrsb60amt, sigtrsb60amt 60mm med thk reinforced rel, (lot# n4k1927y); sigadaptxl, sig power sigadaptxl linear xl adapter, (serial# unknown); sigpshell, sig power sigpshell control shell, (lot# n4g1635y); egia60amt, egia60amt egia 60 artic med thick sulu, (lot# p4l0647); sig60axt, tri 2.0 sig60axt 60 xtra thk 15mm, (lot# n4k2169y); sigtrsb60amt, sigtrsb60amt 60mm med thk reinforced rel, (lot# n4k1927y). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted that the clamshell and adapter were connected to the returned device and calibrated successfully. The device was able to be fired without issue on the a1 machine. A reload was attached to the device and was able to be clamped and articulated without any issues. The data saved to the handle was analyzed and it was noted that the handle displayed an excessive load warning during two firings. This occurred when the strain gauge reached its maximum value and would cause the handle to stop the firing. In both cases, the user did not attempt to continue firing and pressed the open key. This caused the knife blade to retract before it reached end stop. It was reported that the device was partially fired and an excessive load was detected during use. The reported issues were confirmed. The product analysis noted evidence that the device was not used as intended. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: if the stapler stops while firing: release the down/fire button, and any other button or toggle that may be pressed. Inspect the stapling reload for an obstruction, excessively thick tissue, or for completion of firing. If continued firing is desired, attempt to complete the firing by pressing and holding the down/fire button until completion of firing. If the stapler is unable to complete the firing, press up on the toggle to retract the knife of the reload to the fully clamped position. Press and hold up/open again to fully open the jaws of the stapling reload. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H10 concomitant products: sigtrsb60amt, sigtrsb60amt 60mm med thk reinforced rel, (lot# n4k1927y); sigtrsb60amt, sigtrsb60amt 60mm med thk reinforced rel, (lot# n4k1927y); sigadaptxl, sig power sigadaptxl linear xl adapter, (serial# unknown); sigpshell, sig power sigpshell control shell, (lot# n4g1635y); egia60amt, egia60amt egia 60 artic med thick sulu, (lot# p4l0647); sig60axt, tri 2.0 sig60axt 60 xtra thk 15mm, (lot# n4k2169y); sigtrsb60amt, sigtrsb60amt 60mm med thk reinforced rel, (lot# n4k1927y). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a laparoscopic sleeve gastrectomy, the surgeon fired 2 purple reinforced reloads, however both reloads partially fired and showed an error message saying to open the jaws. The whole device was then changed and the issue was resolved. The surgical time was extended by 15-20 minutes due to the issue. There was no patient injury.